Event description:
Brush head fell off during brushing [device breakage] no adverse event [no adverse event] case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b precision clean brushhead fell off during brushing. This was his third use of the brush head. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation at this time. Full evaluation will occur upon receipt of returned product.